Manufacturer narrative:
Recall number z-2430-2023. The device was received for evaluation. The investigation is pending.

Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device shut off while plugged in to ac. There was unknown patient involvement, but no adverse event was reported.

Manufacturer narrative:
On (B)(6)2024 downloaded cda logs, sent to research and development (r&d) for analysis. Could not confirm customer¿s complaint of the device powering off during infusion while connected to alternate current (ac) power. Plugged the device into ac power. The ac power led light illuminates when plugged in. Device powers on correctly in ac and dc power modes. Left device connected to ac power and removed the battery. Programmed the device to run a stress test on ac power. Programmed the device to run at a rate of 300 ml/hr. For a duration of 24 hours. Protocol start time (B)(6)2024 @ 4:00 pm. Protocol stop time (B)(6)2024 @ 4:00 pm. Device passed the protocol with line a volume to be infused (vtbi) complete. Device did not experience any shutdowns during this test. Device is functioning per design. Probable cause was not found. Reinstalled the battery and charge the battery for a minimum of 8 hours. Battery recharged start time. On (B)(6) 2024 @ 2:00 pm battery recharge start time. On (B)(6) 2024 @ 2:00 pm. Battery recharge stop time (B)(6) 2024 @ 11:30 pm. Performed battery operational checkout. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours on direct current (dc) power only. Battery operational start time (B)(6) 2024 @ 11:50 pm. Device alarmed with low battery alarm n58 on (B)(6) 2024 @ 4:08 am total run time of 4 hours and 18 minutes. Device alarmed with depleted battery alarm n252 on (B)(6) 2024 @ 4:08 am total run time of 4 hours and 18 minutes. Device failed the battery operational checkout. Replaced the battery and pressed the change battery softkey. Recharged the battery for a minimum of 8 hours. Performed the battery operational checkout. Device passed battery operational checkout. Probable cause is incorrect battery installed. Non-ICU medical battery from unipower. Engineering evaluates that the battery (based on abnormal recharge rates) appears to have been degrading as far back as june though without triggering a replace_battery condition until august 18. By aug 16, the deterioration led to a catastrophic power loss shutdown (though not during a running infusion. Further the shutdown occurred while running on battery (not, as reported by customer, while on ac power). Engineering concludes that the customer¿s complaint of the pump shutting down while on ac could not be confirmed. However, the battery does appear to have failed. The pump did alarm to notify the customer of the need to replace battery on august 18, 8 days before the noted catastrophic power loss shutdown on (B)(6).